Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that an unk substance leaked from the handpiece prior to the start of a surgical procedure. The procedure was completed with another device. There was no medical intervention and no delay in the procedure. There were no adverse consequences reported as a result of this event.